Event description:
(B)(4). It was reported that in (B)(6) 2007, the patient underwent treatment with the liberte stent. One lesion was identified in one diseased vessel, treated with a bsc stent. The target vessel was located in the left anterior descending artery (lad). The target vessel reference diameter was 3mm and the lesion length was 10mm. Pre-procedure stenosis was 99%. Post-procedure was 0% stenosis. A liberte stent with a diameter of 3mm and length of 12mm was implanted. Direct stenting was not attempted. Stent-vessel ration <1.1. No additional procedure was performed in the target lesion. The procedure technically successful. The patient was discharged in (B)(6) 2007, without anginal complaints or silent ischemia. Discharge medication included: asa 100mg indefinitely and clopidogrel 75mg daily for 12 months. The patient experienced a major cardiac event. In (B)(6) 2007, "thrombotic occlusion at the target lesion site" was reported. Occlusion occurred post-procedure/pre-discharge. Timi flow was 0, and stenosis was 100%. The patient was on anticoagulant therapy the moment of the occlusion. The patient was also on clopidogrel and asa. On the day of discharge the patient experience sudden cardiac death. The patient did not have angiography without subsequent revascularisation.

Manufacturer narrative:
Date of death unknown.the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B)(4). Device not returned for analysis.